Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of battery depleted was verified in the event history log (ehl) review as 'battery alert! - not charging' messages and was reproduced during service. Evaluation observed the battery was not able to receive charge. Evaluation determined the assignable root cause to be a failing alternating current (ac) power cord. The ac power cord was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported regarding a depleted battery on the spectrum infusion pump in the medicine department. There was no patient involvement associated with this event. No additional information is available.